Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer calls to report scant bleeding from 3 small wartlike projections at base of stoma when he is using a paper towel. The bleeding stops spontaneously. Remainder of peristomal skin is healthy. Product use and skin care instructions provided. Doctor suggested he cut his appliance bigger to avoid wafer placing over the wartlike projections.